Event description:
A nurse ((B)(6)) at (B)(6) hospital reported that the pt had come to the ER for nausea and vomiting and been admitted for diabetic ketoacidosis on (B)(6) 2012. The pt was set to be released at the time of the call and the nurse requested that someone from insulet contact the customer to ensure the system was working since the nurse was not familiar with the product. The nurse stated that the pt had "shut down her pump" when her blood glucose was running high, but no specific history leading up to the event was available. Voicemails were left for the pt, but she did not return the calls.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the patient's dka. No product lot number was reported therefore no qualification record review could be performed. The omnipod user's guide warns "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin - usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms of or continue to get results that fall above 250 mg/dl, follow the treatment advise of your healthcare provider.